Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: there were no fragments that fell inside the patient. There are no photos or videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and there was no broken conductor wire observed during visual inspection. Additional findings not related to customer reported complaint: the instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.